Event description:
It was reported that the tip of the guidewire broke and remained inside the patient. The 80% stenosed target lesion was located in the very tortuous and severely calcified liver. A 200x25cm angled fathom -16 guidewire was selected for use in an embolisation procedure to stop bleeding. During procedure, it was noted that the tip of the wire came off. Strong attempt were made to remove the fractured tip without success. However, the rest of the wire was retrieved from the patient's body. The bleeding then seemed to have stopped, thus the procedure was abandoned. No further patient complications were reported and the patient was fine.